Event description:
See scanned table. The customer reported that the cannula dislodged from the infusion site and was bent to the side. The pod has been discarded.

Manufacturer narrative:
The device will not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. The customer also reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot qualification records were reviewed, as the product lot number was not provided.